Manufacturer narrative:
While troubleshooting the issue, service observed that the b-line cuvettes were not fully draining after washing and was likely diluting/contaminating the reaction cells. Several parts were cleaned and replaced by service to troubleshoot the issue. However, service determined that the sheet valve for the vacuum pump and the diaphragm, vacuum pump were the likely causes of the issue. Service verified the system function with three verification runs. The service history verifies no subsequent reports of erratic results attributed to the instrument have been documented. . Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. No product deficiency or systemic issue was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that corrected results were issued for multiple patients tested on the architect c16000 analyzer after an issue was discovered with quality controls. An initial calcium result of 2.07 mmol/l (within normal range) retested at 1.27 mmol/l (below normal range). No adverse impact to patient management was reported.